Manufacturer narrative:
Unit received with missing segments/partial display due to bleeding lcd glass. Unable to perform self-test and displacement test or verify communicate to bg meter due to missing segments/partial display. No moisture damage on electronic assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 324 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.